Event description:
It was reported that the segments of the fiber connector were fractured and protruding from the connector. The procedure was completed using another fiber. There were no patient complications. Analysis of the returned device identified that the fiber was broken in two pieces.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken in two pieces, the connector had burn marks and the tip was degraded. It is likely that the prolong use of the device cause the connector burn thus leading to the connector and body separation. According to the instructions for use (IFU), the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken in two pieces, the connector had burn marks and the tip was degraded. It is likely that the prolong use of the device cause the connector burn thus leading to the connector and body separation. According to the instructions for use (IFU), the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement.

Event description:
It was reported that the segments of the fiber connector were fractured and protruding from the connector. The procedure was completed using another fiber. There were no patient complications. Analysis of the returned device identified that the fiber was broken in two pieces.